Manufacturer narrative:
Manufacture date is not able to be determined without part number and lot number. Investigation could not be completed, no conclusion can be drawn as no device was returned and not lot number was provided. The article indicates the 16 pts were informed that norian crs was not approved for defects larger than 25 cm. "Use of calcium-based bone cements in the repair of large, full-thickness cranial defects: a caution". Zins, moreira-gonzales, papay. Plastic and reconstructive surgery, volume 20, number 5, october 2007, pages 1332-1241.

Event description:
During a journal review, it was noted that 16 pts underwent correction of large, full-thickness skull defects. A (B) (6) male was originally treated for a brain tumor in the parietal region with a defect size of 81 cm. The pt experienced cement fragmentation. The cement was fully removed. This is (1) of four (4) events reported in the journal article.